Event description:
It was reported a patient infection occurred however it was confirmed there was no contamination related to the subject device. Further follow-up with the customer has yielded no response at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for evaluation and inspection and the reported failure was confirmed; and determined the following causes: light guide cover lens (2x) was cracked and the c-cover had a dent and a scratch. Based on the results of the investigation, a definitive root cause of the issue cannot be identified. Three attempts were performed to obtain additional information regarding patient infection but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.